Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no reported impact to the customer's blood glucose level. Initially, the pump started, charged, and was recognized by the computer, but the screen remained black, which led to the decision to replace the pump.